Event description:
It was reported that there was a ventricular lead warning with polarity switch. No capture was observed with the lead in unipolar configuration. Varying lead impedance was observed after the lead was reprogrammed from unipolar to bipolar. The lead was extracted and replaced 3 days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis.